Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 open and unused samples with the needle detached from the thread (the threads are still wound on packs, and 2 needles are missing) and 1 empty aluminium pack. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account the three unused samples received with the needle detached from the thread, and the thread is still wound on the pack, we consider that this complaint is confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle is escaped from the thread. Final conclusion: taking into account that the open samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The customer reported that the needle detaches from the thread, there were situations when it was impossible to pull even the package because the needle fell out. In addition, it is received that the needle detaches from the thread during the suturing procedure, most of the time when pulling the suture out of the package the needle and thread separate. This prolongs the procedure time and affects the cost of a given medical procedure. This does not affect the patient or threaten the patient. No additional medical intervention is required and the hospitalization time is not prolonged, only the situation causes a prolongation of the surgical procedure. Occurred between (B)(6) 2025 during preparation for the procedure and during therapy.